Manufacturer narrative:
According to the facility, while medication was being drawn up into the syringe, it was noted that there was a "black foreign object in syringe." Per the facility, there was no patient involvement and no injury related to this incident, only a "slight delay of having to get new items and redraw of meds." No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, while medication was being drawn up into the syringe, it was noted that there was a "black foreign object in syringe."